Event description:
The user received erroneous total bilirubin results for two patient samples that were reported to the physicians. Of the data provided, the results for one sample were found to be discrepant. The sample was from a female pt and the initial result was 20.1 mg per dl which was reported to the physician. A redraw was requested and was drawn about 2 hours later and was 9.9 mg per dl. The user pulled and retested the original sample with a result of 10.1 mg per dl. The sample was plasma in a microtainer drawn by the nurses. The user checked the patient's electronic chart and did not find any documentation that the patient had been treated. She also stated she had not heard anything from the doctors to indicate that there was treatment. The field service representative checked the analyzer and could not find a cause.